Manufacturer narrative:
Customer reported the issue occurred with two sensors ((B)(4)). Both sensor issues have been captured under this submission. This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported "the last two freestyle libre sensors that I attached to my arm left raised red itchy circles of irritation on my arms that have not gone away. It appears to be an allergic reaction to the adhesive of the sensors." Customer further reported experiencing hives, however no self-treatment or third-party medical intervention was reported. There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.